Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed.the analysis noted that the delivery system was returned with the device sn mcr622697s intact in the delivery cup. The outer shaft was kinked at distal end at of the delivery system at 5.5 cm from the distal end of the delivery system. The inner shaft was kinked at 2 cm from the distal end of the delivery system. Articulation test was performed, curve could be applied, the distal shaft articulation is out of plane.the delivery system shaft was mechanically kinked/buckled. The articulation of the delivery system was out of plane. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), the device needed to be repositioned. The device was inserted back to the device cup and the delivery system jumped back to the right atrium. After several attempts there was a kink in the delivery system. The device was removed and a new leadless ipg was implanted without issue. No patient complications have been reported as a result of this event.